Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that patient did not remember the situation completely. The patient believes the call was more about the device implanted to improve their bladder capacity. Currently patient has the device set at 1.4 and it has definitely helped. Patient don't have an issue with catheter frequency or when she do it. Do it more in the evening at about 10 pm. That allows patient to sleep until 2-3 am.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss of therapy. The patient reported that he used to catheterize before he went to bed and that the device was working pretty well for him before he got up in the morning. The patient reported that he still was having to get up and go every 45 minutes to an hour (sometimes that wasn't the case) but he still gets up 3-4 times in the morning to go to the bathroom. The patient was implanted to help with urinary frequency. When asked the patient reported that he had not had a 50% or greater reduction in his symptoms. The patient reported that he catheterized a little before getting the implant. The patient had noticed that the length of time he caths before he gets up and goes to the bathroom was getting shorter than it was before. The patient reported that he would cath at 10pm and then have to get up at 1 or 1:30. The patient was voiding sooner after he would cath than before. The patient had stimulation set at .09 previously. 2-3 weeks ago he turned it up to 1.0v and he had further increased to 1.1v. The patient reported that he increased stimulation because he was still not getting the effect of what he thinks he should be getting, that the bladder should hold more than that he doesn't have to get up as frequently. The patient wanted to know if he should make an adjustment and if so how long he should leave the setting at that spot. The patient did not feel stimulation. The patient did not feel stimulation but was told that it was normal for his body to get used to it and not feel it over time. The patient did not have his patient programmer on his person at the time but was going to increase stimulation when he had the chance. Patient was going increase stimulation and keep voiding diary. Event date: (B)(6) 2016. Patient stated it was fairly recently within the last 2 weeks. Indications for use noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.